Event description:
The device was applied during a hernia procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report 1 submitted to FDA. Additional data entered in d7, d8 and d9. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in a2, a3 and e1.